Event description:
It was reported to covidien that a customer had an issue with a hemodialysis guidewire. The customer reported, a triple lumen mahurkar was placed sometime in april, and the guidewire was not removed after placement. Guidewire was removed on (B)(6) 2010 when interventional radiology spotted the object while placing a permanent catheter. (B)(6) had to access pt's tunneled catheter and retrieve the guidewire through pt's right jugular.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.